Event description:
The customer reported a communication failure error message. This error may result in a system lock up, no boot, or shut down situation. This resulted in a loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The power supplies ps1 and ps4 were evaluated and replaced. The interconnect cable, sbc pcb, collimator interface and temperature sensor were also replaced. The nodes and the hard drive were replaced and software was installed. Calibration files were reloaded. The system was tested and found to be working as intended and returned to service.